Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed for a downstream occlusion, and one alarm had indicated a loss of power. New batteries had been placed on (B)(6) upon dispensing the pump. Upon arrival at the clinic, the pump had been stopped, and new bd phaseal components had been attached. As a precaution, and due to uncertainty regarding a potential bd phaseal issue, a new pump had been assigned to the patient on (B)(6). The continuous infusion rate had been 1.3 ml/hr over 46 hours, with a total reservoir volume of 65 ml. A total of 24.4 ml had been administered over the 46-hour infusion period. The pump had been used to prime the extension tubing. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed for a downstream occlusion, and one alarm had indicated a loss of power. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.